Event description:
Pt's daughter reports pt is currently admitted to (B)(6) hospital due to pump malfunction issue & couldn't get remodulin to infuse. Pump serial number unknown. Daughter reports they wasted at least 3 cassettes trying to get pump to work & pt is now out of med. Daughter reports pt's pump is no longer having alarm & pt currently has 2 functioning pumps. Daughter reports pt was having occlusion alarm when pump was having issues & since being in hospital, pt had site change & cassette change & is actively infusing med. Rph confirmed with daughter again that pt has 2 functioning pumps on hand & only needs med & supplies replaced at this time. Daughter also confirmed pt has had no issues with pump since the last alarms before being admitted to hospital due to acute hypoxic respiratory failure. Date of admittance or current length of hospitalization is unknown. No additional info, details, or dates available. Current remodulin dose: 72 ng/kg/min. Continuous infusion. Set flow rate & volume delivered unknown. Position of pump when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. Did reported product fault occur while in use with pt? Yes. Did product issue cause or contribute to pt or clinical injury? Yes, if yes, was any medical intervention provided? Yes. Is the actual product available for investigation? Yes. Did pharmacy replace product? No. Did pt have a backup product they were able to switch to? Yes. Was pt able to successfully continue therapy? Yes. Is therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.